Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 3 samples were returned to bdj. Bdj confirmed that the needle shield with hub was detached from the barrel. No samples were returned to the manufacturer, therefore the investigation was performed based on the photos provided. Two photos of three 0.3ml bd insulin syringes were provided. The customer reported about needle/shield separation from the barrel. The photos were examined, and it was observed that all 3 syringes exhibited needle hub separation. No damage to the barrel tips was observed. Manufacturing ((B)(4)) will be notified of the observed issue. Due to the batch being unknown, no DHR review can be completed. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer (animal clinic) reported about needle/shield separation from the barrel."